Manufacturer narrative:
(B)(6). Evaluation - review of device history records found that (B)(4) pieces of lot 3204mm released for distribution on 07/29/2014 with no deviation or anomalies. A four-year (back to date of manufacture of this lot) found a total of five (5) reports for lot 3204mm. A new driver design/part number is replacing this driver. No further corrective actions are recommended. This report is number 2 of 2 mdrs filed for the same event (reference 3005739886-2018-00070).

Event description:
During a procedure performed on (B)(6) 2018 the surgeon tapped with 5.5, 6.5 & 7.5 taps and upon attempted insertion of the 7.5 x 40mm reform pedicle screw the tip of two polyaxial drivers broke. The doctor was able to remove the tips and the procedure was completed utilizing another driver readily available. There was no harm to the patient and no delay to the procedure.

Manufacturer narrative:
Patient identifier - corrected from (B)(4). This report is number 2 of 2 mdrs filed for the same event (reference 3005739886-2018-00070/00071).